Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing pocket stimulation. The right atrial lead exhibited low impedance, noise and was fractured. The lead was capped and replaced on (B)(6) 2013.

Event description:
Upon review, the lead should not have been submitted as a medical device report (MDR) and did not cause a serious adverse event, and not likely to cause serious injury upon recurrence.